Event description:
It was reported that the 9600 system displayed an iris pot error. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified a "bind" on the collimator. Corrected the bind on the collimator. The system was tested and found to be working as intended, and placed back into service.